Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reza1791 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - per sales representative, facility reported that a PICC line broke. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, and the cause was determined to be use related. One 2fr s/l per-q-cath PICC was returned for investigation. The catheter was received in two segments. There was a complete separation of the tubing 1.5cm within the distal end of the strain relief oversleeve. The distal section of 2 fr catheter tubing was 17.9cm in length. The break would have occurred external to the patient. The cross section at the proximal end of the distal catheter segment was microscopically examined and the surface was noted to be granular, dull, and uneven, which is consistent with characteristics of a break in the per-q-cath catheter material. A tactual investigation revealed a 1.7cm region of elastic weakness in the proximal end of the distal catheter segment, which indicates that the catheter was weakened from tensile stresses. The 2 fr tubing most likely broke subsequent to the catheter being stretched. It is unknown what caused the tubing to stretch. Care is suggested when handling the delicate size of the 2 fr tubing. Inadvertent stretching will cause the tubing to break. The product IFU provides securement techniques and a caution, which states, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿